Event description:
A pump malfunction alarm known as altitude alarm 21 was reported by the customer. The customer's blood glucose level remained between 54-500 mg/dl, with no further questions regarding blood glucose required. The customer received instructions from technical support to use multiple daily injections (mdi) as a backup therapy, while a replacement pump was organized. The pump was placed into storage mode by the customer before being returned via a pre-paid label within 10 days, and the customer understood all instructions.